Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of connection occurred. Data was provided for investigation. The problem was not confirmed. The root cause could not be determined. No injury or medical intervention was reported.